Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2025 during which the existing leads were repositioned. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.